Event description:
It was reported that an ilet user experienced hyperglycemia upon waking, with cgm and fingerstick values around 246¿247 mg/dl, and remained above target for approximately 1.5 to 4 hours despite a meal announcement for four grams of carbohydrate and no back-up therapy. Symptoms included elevated blood glucose without ketones, loss of consciousness, dizziness, or other acute sequelae. Outcomes included no medical intervention, no hospitalization, and no emergency assistance. Investigation included guided troubleshooting, multiple infusion site changes using 23-inch, 6 mm infusion sets, therapy resumption, and monitoring of cgm values that trended down to about 208¿222 mg/dl. Investigation of this case revealed no visible infusion set abnormalities or device alarms, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.